Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The patient's device was explanted.

Event description:
The patient is reportedly in need of an MRI procedure. The patient is a non user of the device and has elected to explant the device. Revision surgery is scheduled.